Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device was scheduled for replacement, nonetheless, the patient refused to a replacement procedure. The patient is not dependent and a psychological evaluation will be performed to determined if the patient can make the decision. Furthermore, it was decided to replaced the ctr-p. No additional adverse patient effects were reported.